Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the permanent cautery hook instrument for failure analysis investigation. Therefore, the root cause of the customer reported failure cannot be determined. If additional information is received and/or if the instrument is returned a follow-up MDR will be submitted to the FDA. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument arced. There was no patient harm or injury; however, at this time it is unknown what caused the arcing to occur.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection (apr) procedure, the permanent cautery hook instrument arced. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information: the csr confirmed that no video of the procedure was available to isi. The surgeon was using the permanent cautery hook instrument to dissect down into the pelvis when the arcing occurred. The arcing was observed near the uterus but no harm to the patient was observed. There was no report of fragments falling inside the patient and no instrument collisions were observed. The instrument and cannula were inspected prior to use. The surgeon switched to another permanent cautery hook instrument to complete the procedure.